Event description:
The customer reported to baxter (B)(4) an infusion administration set with 1.2 micron filter in which the tpn filter keeps letting air through and the fluid does not run. The customer submitted 4 samples for evaluation, and the no flow condition was confirmed on all 4 samples. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 3 of 4 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed a white solution was present in the set. The solution was flushed from the set with no difficulties by connecting the set to an air pressure of 0.56bar. The set was then functionally tested by connecting to a viaflo bag filled with sodium chloride, and the solution was stopping at the chamber level. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. The nutrivex filters used on this code are purchased from an external supplier. This complaint was communicated to baxter supplier quality to notify the supplier, and the sample was sent to the supplier for further investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.